Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-pal spacer handle would not hold the implant steady / straight when attempted to be inserted. The handle reportedly seemed worn. Another handle was available for use and the surgery was successfully completed with no surgical delay. There was reportedly no patient harm. This is report 3 of 3 for com-(B)(4).